Event description:
Two months post-op, the patient was exercising on a stair-master when he experienced paralysis in one leg. A second operation was performed, and it was identified that the crosslink and both pedicle screws at l2 were loose. The hardware was taken out and other devices were implanted. According to the surgeon, the patient has experienced neurological damage.